Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported blood was leaking above the non-vented drip chamber almost 15 minutes after the start of the blood transfusion. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag din 00060208 lot w8g10b0 exp oct 19 nacl 0.9%. (Baxter). Patient demographics requested, but not received. The customer¿s report of blood leaking above drip chamber was not confirmed. No anomalies were observed on the set during visual inspection. The set did not contain blood as reported by the customer. Functional and pressure testing was performed without leaks, holes or tears identified. The root cause of the customer¿s report was not identified.

Event description:
The customer reported blood was leaking above the non-vented drip chamber almost 15 minutes after the start of the blood transfusion. No patient harm was reported.